Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a bacteremia infection. The implantable cardioverter defibrillator system was then removed. The patient condition was stable throughout the event. Related manufacturer reference number: 2017865-2019-10287, 2017865-2019-10288.